Event description:
Customer reported the cuff of the tracheostomy tube burst while in the patient. It was reported that the user had inflated the cuff with water, which is against the manufacturer's directions for use (dfu). Patient was recannulated.

Manufacturer narrative:
Company provided customer copy of the directions for use and advised that this product uses air and not water to fill the cuff. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference associated report: 2936999-2011-00705. Per shiley sct directions for use (dfu): tube preparation and insertion: always test the cuff and inflation system for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in the table below. Then, either observe for deflation over several minutes, or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion.